Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and the software and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system locked up and failed to save pt images. No report of pt images.